Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead. The lead is still in use. No further patient complications have been reported as a result of this event. On 2018-12-07 additional information received noted reprogramming was done.